Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were reproduced. The alarms were confirmed during a review of the event history log and found to be caused by a failed upstream sensor with continuity on the tail pins. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message in medical surgery care area. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The manufacturer narrative on the initial manufacturer report incorrectly stated the reported symptom was reproduced during evaluation and has been updated. Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. The alarms were confirmed during a review of the event history log and found to be caused by a failed upstream sensor with continuity on the tail pins. The failed upstream sensor was replaced.